Event description:
Additional information received from a consumer reported the patient's pump stopped two months ago and was no good. It was noted the patient was in extreme pain due the pump stopping. The patient noted they were approved for surgery to have the pump replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10.982 mcg/ml of bupivacaine and 3.2947 mcg/ml of morphine at unknown concentrations via an implantable pump. It was reported the patient had been going through withdrawals since that morning,(B)(6) 2020. The patient saw the code 8476 on their ptm (personal therapy manager), indicating a motor stall had occurred. The patient stated their last refill was (B)(6) 2020. The ptm showed (B)(6) 2020 (for the motor stall) and the paperwork showed (B)(6) 2020 for next refill. The patient was redirected to follow-up with their healthcare provider. The patient later reported the motor stall was confirmed with their physician. The patient had not recently had a MRI (magnetic resonance imaging procedure).